Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of the device and as symptoms persisted. Additional workup revealed the presence of markedly increased levels of metal ions in the patient's blood and/or urine. It is further alleged that as a result, the patient was forced to have the device surgically removed on (B)(6) 2015.